Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead was revised, explanted and replaced on the day of implant. No patient complications have been reported as a result of this event.